Manufacturer narrative:
2 samples were received. One was contaminated with chemo, therefore it was not handled. The unused sample was tested and no leak was confirmed. It was connected to an infusion bag and to a c50 set. No leak was found between the infusion adapter and the infusion bag, no leak between the infusion adapter and the set connection. During assembly process, visual inspection of all components are verified to avoid faulty parts. During packaging process, product is also checked. No qn¿s or other defects were found during DHR review. Conclusion - complaint unconfirmed. Bd was not able to duplicate or confirm the customers indicated failure mode.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use, a bd phaseal¿ infusion adapter c100 leaked during drug administration. ¿the associated drug was anzatax (paclitaxel). The incident occurred in the connection point of administration set into c100 where the spike is attached to c100.¿there was no report of injury or medical intervention needed.